Event description:
It was reported that during a right ventricular lead repositioning procedure, when the lead was reconnected to the pulse generator, loss of capture and greater than 3000 ohms impedance were noted. The lead was removed and reconnected twice with the same results. As the lead worked fine through the pacing system analyzer, the pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Visual inspection noted that the contact spring was missing. This most likely happened during the procedure.